Event description:
It was reported that the device was explanted after an implant duration of zero days. On 09/10/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The operative report was also requested, however, it was learned that it is not available without patient consent. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.